Manufacturer narrative:
(B)(4). Concomitant med products and therapy dates: burr device, (B)(6) 2019. The actual device was returned for evaluation. The device was evaluated, and the reported condition of the burr device getting stuck inside the device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the device failed pre-test assessment, due to a bent crani tip "foot". It was determined that the issue was consistent with excessive force when using the device, applying too much side load causing the crani tip "foot" to bend. It was further determined that the device failed for cutter insertion assessment and visual assessment. During repair, it was observed that the cutter could not be inserted due to a broken and corroded bearing. It was determined that the issue was consistent with normal wear overtime. It was determined that the issues were consistent with normal wear and user error. The assignable root causes were determined to be due to normal wear out from use and user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the burr device was stuck inside the craniotome device after use and change of the device. During in-house engineering evaluation, it was observed that the crani tip "foot" was bent. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.